Manufacturer narrative:
(B)(4). Batch # m5634a. Additional information was requested and the following was obtained: what is the current status of the patient? How much blood was loss (ml)? Did the patient receive any additional treatment based on the bleeding (transfusion, fluids, ect..)? How was the bleeding eventually controlled? Was there a change in the surgical procedure based on the bleeding? Was the post-operative care changed based on the extended surgery time and bleeding? Unknown at this time. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties and no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, while firing the device for the first time, over the renal vein, the device deployed unformed staples. There was "substantial" bleeding, though it was not known exactly how much. A second surgeon was called in to the room to help control the bleeding. It was unknown how the bleeding was controlled. The customer stated that an additional hour of surgery was required to control the bleeding. It was unknown if a transfusion was required. It was unknown how the procedure was completed. The patient's current status is unknown.